Event description:
It was reported the patient was no longer independent for care following the replacement of the dbs device. It was later reported after the replacement the patient could not speak, walk, and had a loss of bowel function for three weeks following the new implant. The patient also experienced a loss of therapeutic effect and signs of dementia. The patient had experienced a fall (date unknown) and broke his hip. The patient was at a rehabilitation facility. The patient was under the care of a neurologist that had done a number of positive adjustments to the therapy but the patient's family was unhappy with the hcp service. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
(B) (4).